Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on additional information received on 12feb2020. It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12 x 2.25 promus elite drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was pulled out, and the stent was found to be lifted. There were no patient complications reported.